Manufacturer narrative:
Patient date of birth unavailable

Event description:
On (B)(6) 2020, it was reported by the philips representative, who was not present at the procedure, that, "the device did not work anymore, the blade could not be activated at a certain point during." On (B)(6) 2020, the rep received further information regarding the procedure. A lead extraction procedure commenced to remove three leads: two right ventricular (rv) leads and one right atrial (ra) lead due to bacteremia and cied system/pocket infection. The physician tried to extract the pacemaker unipolar lead in the rv. He started the procedure with a spectranetics tightrail sub-c rotating dilator sheath, and then switched to a tightrail rotating dilator sheath as there was tissue reportedly deeper on the lead. After passing the ra entry the tightrail sheath became stuck, and could not be moved neither forwards, nor backwards. After pulling and pushing on the device, the physician finally freed the tightrail, and pulled it out. However, it was reported that the lead tore off, and a portion of lead insulation remained within the patient. There is no further information regarding procedure detail at this time. Upon review of this new information, this event became reportable on (B)(6) 2020, since there is the potential for death/serious injury if the event were to recur.